Event description:
It was reported that a flogard infusion pump experienced an f-78 alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site and the sample was visually inspected. The reported condition of an f-78 alarm was confirmed. Visual inspection found damage to the cpu board. Functional testing could not be performed as there was no replacement board available. The root cause of the reported condition could not be identified. No repairs have been performed at this time and the device was removed from service. If any additional information is received, a follow up MDR will be sent.